Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment of an abdominal aortic aneurysm measuring 48mm in diameter with and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2010. On (B)(6) 2010, a stenosis of the right common femoral artery was reported. On (B)(6) 2010, the patient underwent percutaneous transluminal angioplasty of the right common femoral artery. The patient tolerated the procedure.

Manufacturer narrative:
.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment of an abdominal aortic aneurysm measuring 48mm in diameter with and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure with no reported complications or endoleak, and was discharged on (B)(6) 2010.

Manufacturer narrative:
Patient medications include but are not limited to: amlodipin, carbimazol, carvezide, bisoprolol, corvaton, ass100, simvastatin, plavix.

Event description:
On (B)(6) 2010, a stenosis of the right common femoral artery access side was reported with no occlusion of flow. On (B)(6) 2010, the patient underwent percutaneous transluminal angioplasty of the right common femoral artery. The patient tolerated the procedure. It was reported that there were no access issues during the endovascular aneurysm repair (evar) and the stenosis was believed to have been caused by the arteriotomy closure at the conclusion of the evar. All devices were reported to be patent and the angioplasty successfully resolved the stenosis.